Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device reached elective replacement interval (eri). The doctor expressed concern that it was not normal eri. The device was replaced. The patient was in stable condition.

Manufacturer narrative:
Device image showed that eri flag was falsely triggered while battery voltage was still above eri and this is consistent with temporary high pacing demand. Analysis performed and did not find any anomaly other than voltage being at eri due to normal usage and lab stress testing.